Event description:
Caller reports patient indicated the stimulation turns itself off, has been on- going for the past 6-8 months. Caller reports patient has alzheimer's reviewed how the stimulation might turn itself off. Redirect caller to patient's hcp. Caller reports patient fell in the bathtub about 5 days ago. Caller reports since then patient started having ins pocket site pain about 1 week ago. Redirect caller to patient's hcp

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.